Event description:
It was reported that this lead was capped and replaced by a new lead due to shock impedance out of range ( >150 ohm). The lead was implanted and active for approx. 83 months.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 27th february 2022 and 30th march 2022 recorded the sudden increase of the shock impedance from approximately 89 ohms to greater than 150 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.